Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician reported poor bone quality/quantity in this patient with excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.